Manufacturer narrative:
Information received from the (B)(4) study indicated that during deployment of a precise stent in a carotid lesion the stent appeared to move slightly forward and did not cover the entire lesion. Also, after removal of the angioguard embolic protection device a spasm was noted. Despite multiple attempts the precise stent encountered difficulty advancing through the calcified portion of the vessel. Further pre-dilatation was performed with a 5 x 20 mm aviator balloon. With the aid of a prowater buddy wire, ultimately the 9 x 40 mm precise stent was placed and deployed. After deployment it appeared that there was inadequate coverage and expansion as the stent had moved slightly forward. This required a second 9 x 30 mm precise stent to be deployed in standard overlapping fashion. After the deployment of the second precise stent, the patient began to have aphasia and decreased right-hand grip. These symptoms persisted after the filter was removed and sheath was removed as well. There was debris noted within the embolic filter. The patient was then transferred and cat scan was performed which revealed: "branch occlusion within distal branches of the left middle cerebral artery. There is an infarct in this area." The patient was then taken to (B)(6) and a stroke alert was called. Shortly after arriving in (B)(6), the patient had near complete resolution of his symptoms. Final angiography revealed normal flow through the overlapping stented segment. There was the appearance of filter-induced spasm within the mid cervical left internal carotid artery and intra-arterial nitroglycerin was given. Intracranial angiography demonstrated widely patent left middle cerebral and anterior cerebral arteries with widely patent distal branches. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping. Vessel spasm, and the associated symptoms, is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Local vasospasm can be caused by the outward radial force and axial friction of the filter's basket, or by the device manipulations inherent in any procedure causing endothelial irritation. The patients difficult anatomy and procedural factors may have contributed to the reported events. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2012-00134 and 1016427-2012-00024 and 9616099-2012-00339

Event description:
Information received from the (B)(4) study indicated that during deployment of a precise stent in a carotid lesion the stent appeared to move slightly forward and did not cover the entire lesion. Also, after removal of the angioguard embolic protection device spasm was noted. Adjudication notes were received and the adjudication committee agrees that the patient had suffered a stroke during the index procedure. The patient is a (B)(6) male who was enrolled in the (B)(4) study for left internal carotid artery (ica) stenting. Access was made at the right common femoral artery and a 6-french shuttle sheath was placed. A 6-french jb1 catheter and shuttle sheath system was advanced to the distal left common carotid artery. Carotid cerebral angiography was then performed, which did confirm a high-grade (>80%) calcified proximal left internal carotid artery stenosis with moderate tortuosity within the proximal segment. Sizing measurements were performed and in standard fashion, a 5 mm angioguard distal embolic filter was placed within the mid petrous portion of the left internal carotid artery. Next, a 4 x 20 mm aviator balloon was advanced into the proximal left internal carotid artery. Pre-dilatation was performed at 10 atmospheres (atms). Following this, an attempt to place a 9 x 40 mm precise stent encountered difficulty advancing through the calcified portion despite multiple attempts. Further pre-dilatation was then performed with a 5 x 20 mm aviator balloon. With the aid of a prowater buddy wire, ultimately the 9 x 40 mm precise stent was placed and deployed. After deployment, it appeared that there was inadequate coverage and expansion as the stent had moved slightly forward. This required a second 9 x 30 mm precise stent to be deployed in standard overlapping fashion.

Manufacturer narrative:
This stent was then post-dilated with a 5 x 20 mm balloon to 12 atm initial attempts to retrieve the filter wire were unsuccessful and a 2nd post-dilatation was then performed with a 5 x 20 mm balloon again to 12 atm, finally, the retrieval catheter was able to be advanced through the stent and the filter was captured in standard fashion and retrieved. Final angiography revealed normal flow through the overlapping stented segment. There was the appearance of filter-induced spasm within the mid cervical left internal carotid artery and intra-arterial nitroglycerin was given, intracranial angiography demonstrated widely patent left middle cerebral and anterior cerebral arteries with widely patent distal branches. After the deployment of the second precise stent, the patient began to have aphasia and decreased right-hand grip. These symptoms persisted after the filter was removed and sheath was removed as well. There was debris noted within the embolic filter. The patient was then transferred and cat scan was performed, which revealed an old left frontal infarct and no evidence of intracranial bleed. The patient was then taken to simcu and a stroke alert was called. Shortly after arriving in the simcu, the patient had near complete resolution of his symptoms. A post-procedure nih stroke scale was performed by the same nurse who had performed the pre nih stroke scale. The post nih stroke scale had a deficit of 1. The pre nih stroke scale had a deficit of zero. Overall, the patient had significant improvement in his symptoms. Concomitant devices: 6-french jb1 catheter, shuttle sheath system, 4 x 20 mm aviator balloon, 5 x 20 mm aviator balloon, 9 x 30 mm precise stent. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 1016427-2012-00024, 9616099-2012-00134, and 9616099-2012-00339.